Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, a fluid loss alarm was observed three minutes left into the ablation phase of the procedure and right before the alarm had gone off, the patient bucked. Subsequently, saline fluid was noticed leaking out from the patient cervix and the case was aborted. On (B)(6) 2017, the patient was seen by the physician; a second degree burn localized at 2cm in the entroitus was sustained by the patient. The burn was treated with triple antibiotics. The patient was reported to be fine. An additional attempt has been made to obtain follow up event details with no response from the clinician.